Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return h3 other text : pending investigation.

Event description:
Brush head attachment broken - oral-b [device breakage] case narrative: consumer e-mail stated that the brush head attachment has broken unexpectedly during normal use. No injury was reported. Follow-up: product information added (batch lot code).

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Brush head attachment broken - oral-b [device breakage] . Case narrative: consumer e-mail stated that the brush head attachment has broken unexpectedly during normal use. No injury was reported.

Manufacturer narrative:
07-nov-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head attachment broken - oral-b [device breakage] . Case narrative: consumer e-mail stated that the brush head attachment has broken unexpectedly during normal use. No injury was reported. Follow-up: product information added (batch lot code). Follow up: 07-nov-2025: the suspect (oral-b toothbrush handle) was investigated. The brush head attachment had broken unexpectedly during normal use. The cause of failure was the effect of force that triggered the known part (crack at the adapter). No injury was reported.